Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic surgical handpiece displayed system message and aspiration failure occurred in the time of ultrasound during cataract surgery. The surgery was completed on the same day after replacing the product with another handpiece with no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing a visual assessment of the returned sample revealed broken connector tether. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance, resistance and dissipation were found to be within specification. The returned sample was connected to a calibrated system. The handpiece did not tune successfully due to loosened connection to the port. As a result, the system generated sm, however upon reinsertion and stable usage of the cables a five-minute burn-in test with the system set at 100% ultrasonic and torsional power was completed. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to be out of specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. However, how or when moisture entered the handpiece remains inconclusive. The root cause of the reported events can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).